Event description:
Two weeks after cypher stent implant, the pt presents with chest pain. Repeat coronary angiography revealed that the cypher was occluded with thrombus. Flow was improved with guidewire insertion (MFR unknown). Angioplasty was conducted with a 2.5 x 15mm balloon. A driver 3.0 x 12mm stent was implanted proximal to the implanted cypher. Per the procedural physician, the probable cause of the sat was due to several factors: pt dehydration, untreated lesion at the proximal end of the cypher and it is possible that the 2.5mm cypher had been undersized. The justification for choosing that size device was a narrowing of the distal portion of the vessel.